Event description:
During evaluation at bench repair, it was identified that the mx40 had no audio. The device was not in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound. The speaker was confirmed to be defective. The speaker was replaced by the bench technician. The device was operational after repair of the speaker and was returned to the customer.